Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of a lesion in the left anterior descending artery via left radial access. The viperwire was used as the primary wire, but it could not be advanced into the area of interest. Therefore, a wire exchange was performed, and a non-csi wire was used to obtain access. Wire exchange was performed for the viperwire, and the oad was inserted. Two atherectomy treatments were performed on low speed. Thereafter, the oad was advanced farther, and two additional treatments were performed. A spiral dissection was then noted. The oad and wire were removed. An unsuccessful attempt was made to rewire the vessel. The patient's vitals were stable, and a balloon pump was inserted. The patient experienced chest pain and was medicated. The patient was then transferred to the ccu.